Manufacturer narrative:
Follow-up #1 date of submission 01/26/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box data and pump histories from the time of the reported event were unavailable for review, as they had been overwritten due to continued pump use. The black box data began with (B)(4) 2014. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime sequence was successfully completed. The pump display the appropriate message on the screen to disconnect the infusion set on both the rewind and prime screens prior to completing those two steps. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. There is no report of a device malfunction. The patient primed the pump while the infusion set was attached to her body. The owner's booklet states that priming while the infusion set is connected to the body can result in unintended delivery of insulin, which can result in serious injury or death.

Event description:
The patient's father reported that the patient primed the pump while the infusion set was connected to her body. He stated that the patient is a new pump user and started using the pump three days before the issue. The issue occurred the first time she changed the infusion set site. The patient started ingesting carbohydrates after the issue started and ambulance was called on her behalf. At the time of contact, the patient's blood glucose level was 7.3 mmol/l. The patient's blood glucose level was 9.2 mmol/l, and 10.4 mmol/l earlier in the day shortly after the reported priming issue. The ambulance took the patient to the hospital. The patient's father then noted during a follow up contact that the patient's blood glucose levels were monitored at the hospital at one point reaching 28.6 mmol/l. The patient was not treated for hypoglycemia since her blood glucose levels never dropped too low. The patient was discharged and advised to change her infusion site.